Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0322790. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Retain sample testing did not show any abnormalities. H3 other text : see h.10.

Event description:
It was reported that pegasus yel 24gax0.75in prn-capy non-pvc had damaged packaging that compromised sterility. The following information was provided by the initial reporter: "during the treatment, the nurse found that the package of the closed anti-needle puncture vein indwelling needle was damaged".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24gax0.75in prn-capy non-pvc had damaged packaging that compromised sterility. The following information was provided by the initial reporter: "during the treatment, the nurse found that the package of the closed anti-needle puncture vein indwelling needle was damaged".